Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and the complaint was not confirmed by failure analysis. Visual inspection showed no loose screws or separation between the grips. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The tips opened and closed properly. Additional observation not reported by site included the instrument was found to have dried residue around the clamping pulley cable groove.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the prograsp forceps instrument was found to have a loose screw and the instrument tip became separated. The procedure was completed with a backup instrument. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The prograsp forceps instrument was inspected prior to use, and no damage was found. The customer indicated that there was no issue when removing the instrument and the port incision was not increased. The instrument did not collide with any other instrument or tool during procedure. There was no report of fragment(s) falling inside the patient.